Event description:
As reported by the distributor in (B)(4), during their incoming inspection, it was noted that one sterile pouch for a 48" high pressure contrast injection line was not sealed. The device was set aside to be returned to the manufacturer for evaluation. As the reported defect was noticed at the distributor's incoming inspection, there was no contact with the patient and hence no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).